Event description:
Terumo medical corporation received the following information: it was reported that the tr band was placed according to best practices. Patent hemostasis with approximately 15ml of air while on the cath lab procedure table. The tech then turned around to clean off the back table and throw away drapes, bowl, etc which took approximately two minutes; then looked back at the patient's wrist and it was bleeding, the balloons released the air all on their own. The tech then pulled an additional tr band to replace the tr band that had leaked as a result of unintended titration of air. The procedure was completed by using the second tr band. The patient was stable and there was no hematoma observed. The type of procedure performed was percutaneous coronary intervention (pci) to right common femoral artery (rca). The estimated blood loss was less than 250cc. They are not aware of the device being manipulated before use in any way - pre-use or during storage. The product was stored prior to use in a bin in the procedure room.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: registered cardiovascular invasive specialist (rcis). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.